Event description:
It was reported the patient's blood glucose level rose above 18 mmol/l (324 mg/dl) while wearing the pod between 36 and 48 hours. When removed from the infusion site, the pod's cannula was found bent. As treatment, a manual insulin injection was administered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data showed that the pod generated an 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts. Inspection of the rotational sensor data found that rotational sensor malfunctions occurred, which resulted in the 0x40. The data contains four occurrences of a shortened set of open pulses, with about 100 pulses between those four occurrences. The rotational sensor abnormalities were replicated during device rerun. Inspection of the rotational sensor assembly found one finger on the commutator cap to be bent and damaged, and plastic debris was observed on the damaged portion of the commutator cap. The investigation found that the bend in one of the commutator cap legs resulted in the bent leg making contact with a rotational sensor spring earlier than intended, resulting in the rotational sensor malfunctions and subsequent 0x40 alarm. It could not be conclusively determined if the commutator cap damage resulted in the observed debris. The cause of the debris on the commutator cap could not be conclusively determined.